Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator was drawn into an MRI scanner after patient examination. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement". According to received information, the wheels of the ventilator were not locked and was placed inside the safety line at the time of the event. After the scan when personnel was moving the ventilator out of the room, they were turning around and the ventilator started to roll toward the mr scanner. The user facility has been advised to check the ventilator before returning it to clinical use. Previous investigations of similar complaints have shown that the ventilator can be attracted to the mr scanner if the wheels are not locked, or if the ventilator is placed inside the safety line. Our conclusion is that the incident was most likely caused by the user not following the requirements for use of the ventilator in mr environment. (B)(4). Ref. Exemption #: e2018003 (B)(4)

Event description:
(B)(4)